Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at -0.7% accuracy, which is within specification.

Manufacturer narrative:
Mfg event ID: #(B)(4). Insufficient flow or under-infusion; no consequences or impact to patient. The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under-delivery. The calculated delivery volume was 294 ml at a rate of 98 ml/hour for 3 hours; however, the actual delivery volume was 140 ml.